Manufacturer narrative:
Ventricular setscrew would not tighten down during re-intervention for lead positioning. The analysis from the MFR is pending.

Event description:
This pacemaker was explanted because the ventricular setscrew on the device would not tighten down during a re-intervention to reposition a lead.